Event description:
It was reported that the patient experienced recurring incontinence with his artificial urinary sphincter (aus) that was not functioning as expected. A revision surgery was performed and all components were removed and replaced. The physician inflated each of the explanted components and a hole was identified in the pressure regulating balloon. There were no patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this artificial urinary sphincter underwent a thorough analysis. The cuff and pump were visually and microscopically examined, and leak tested. No anomalies were found with the cuff and pump components. The balloon was visually and microscopically examined, and leak tested. The leak test of the balloon revealed a leak at the sphere-adapter junction. Based on the information available and analysis results, the leak identified in the balloon could have caused or contributed to the reported clinical observation of hole in the balloon.

Event description:
It was reported that the patient experienced recurring incontinence with his artificial urinary sphincter (aus) that was not functioning as expected. A revision surgery was performed and all components were removed and replaced. The physician inflated each of the explanted components and a hole was identified in the pressure regulating balloon. There were no patient complications.